Event description:
Information was received indicating both pumps were exhibiting no disposable, clamp tubing, when the smiths medical, cadd medication cassette was attached with 72 ml of remodulin remaining. It was reported the end user mixed another cassette to resolve. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).